Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The event of bruising is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ haematomas. Method of use-posology ¿ juvéderm® voluma¿ with lidocaine is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level and/or increase the risk of vascular compromise.

Event description:
Healthcare professional reported having a syringe of unspecified juvéderm® voluma¿ and a syringe of juvéderm® volift¿ with lidocaine that became damaged. The "edge is broken so that the product leaks out the side." Additionally, the "needle suddenly came loose" because the edge of the syringe was broken. The injection "went well" and patient had "just a little bruising." This is the same event and the same patient reported under MDR ID# 3005113652-2017-00749 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, unspecified juvéderm® voluma¿.